Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm and a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage and the customer reported the damage to the battery tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the active current test and sleep current test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 27.0 received the low battery alert (104) on (B)(6) 2025 07:35:00 faster than expected at 0.0 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 15:51:01 after more than 7 days at 13.3 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 08:14:00 after more than 7 days at 13.85 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss confirmed problem isolated to electronic assembly. The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). Power problem-battery loss confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.